Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not working properly, as it was not pumping enough to create a full erection. A new ipp was implanted and there were no patient complications.